Event description:
It was reported that following the system being implanted on (B)(6) 2024, the patient reported that they had some urination problems and numbness in their legs. Physician verified that a small hematoma that was caused by surgery caused the issue. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.